Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the lead exhibited loss of capture. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies except for procedural damage.